Event description:
During a left hip hemi-arthroplasty, the battery pack of the hall powerpro battery oscillator was noted to be very hot and either smoking or steaming. The battery never lost functionality but was removed from service. Neither the patient or staff were harmed. Manufacturer admitted to charging problem with a particular lots batteries and agreed to replace all batteries from the affected lot.